Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had kept the insulin pump against her skin under her clothes. She stated that she was trying to give a bolus when the insulin pump alarmed weak battery. She went to change the battery, and when the insulin pump turned back on, the insulin pump alarmed button error. The customer's blood glucose was 114 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.